Event description:
Voluntary medwatch received states the patient presented with far r wave oversensing on the right atrial lead resulting in inappropriate atrial tachy response (atr) episodes. No intervention was performed. There were no patient consequences.